Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after connecting all parts, the screw driver is connected to a ka vo machine (motor). The screw holder is not rotating. Patient condition reported as okay. This report is 3 of 15 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review (lot 8100827): manufacturing location: (B)(4) - supplier: synthes (B)(4)- manufacturing date: may 6, 2010. One non-conformance report (ncr) was generated, but only about a packaging issue. Other than that, there were no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: exterior (part 03.505.003 lot 8100827) was in good condition; no degradation of laser mark or corrosion present. Inner drive shaft was difficult to turn using thumb and forefinger and frication varied depending on rotation angle of the shaft. Screwdriver blade (part 03.505.101 lot 3485035) was attached and found to have minor abrasions and corrosion/discoloration as well as the red color mark (dot) missing. The device (03.505.101) is specified to have a red and blue dot present on the coupling to indicate use with 1.5mm and 2.0mm screws. Upon disassembly, the inner drive shaft was found to have little to no discoloration; however, the inner gear housing revealed discoloration (red/brown) and minor debris. The inner drive shaft had a loose proximal ball bearing, the distal ball bearing was broken (i.e. All ball missing) with signs of pitting corrosion, and the distal end of the drive shaft at the location of the pinned assembly (with the worm gear) was cracked. This type of damage to the inner drive shaft is indicative of a device which has exceeded its speed rating as well as excessive torque placed on the inner drive shaft highlighted by the crack. Due to these points the device assembly condition is found to be due to misuse (i.e. Exceeding the indicated speed). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzi, dzj. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.